Event description:
It was reported that the patient was seen due to the device alerting. The atrial lead had high threshold and was found to have micro -dislodged. The lead was repositioned and remains in use. The right ventricular (rv) lead also had high threshold, and small r-waves. That lead was found to have fully dislodged. The rv lead was also repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: ddbb1d1, implantable cardioverter defibrillator, (B)(6) 2013. A 693565, implantable tachy lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.